Event description:
It was reported that the customer was hospitalized in 2011 due to a high blood glucose level of 700 mg/dl. She was put on the insulin pump after her hospitalization, which was when she was initially diagnosed with type I diabetes. Her last blood glucose level was 549 mg/dl. She treated her high blood glucose level with manual injections. The customer was off the insulin pump for two and a half years. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.